Event description:
The customer contacted stryker to report that their device would not recognize paddles lead ECG when connected. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not recognize paddles lead ECG when connected. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.